Event description:
The customer states that one female patient with a history of breast cancer generated an initial architect ca 125 assay result of 75.1 u/ml. The result was questioned and the sample retested two days later with a result of 77.7 u/ml (reagent lot 65229m200). In 2008, this same sample was tested with architect lot 66058m100 and generated a result of 73.9 u/ml. The patient's physician requested that the sample be evaluated by different methodologies. The sample generated a result of 5.87 and 6.59 u/ml on the axsym platform and 8.7 and 8.8 u/ml on the dxi platform (these results match the patient's current clinical condition). There is no further impact reported in regards to patient management.

Manufacturer narrative:
(B)(4). Architect ca 125 assay list#:2k45-20 lot#: 66058m100 expires: 21 may 2009. Architect i2000 analyzer list#:8c89-01 (B)(4). (B)(4) 2008 this same sample was tested with architect ca 125 lot 66058m100 and generated a result of 73.9 u/ml. The investigation began with a review of customer complaints received to date to determine if others have experienced the issue encountered at this customer's facility. The review of this data did not identify an increase in complaint activity for this issue or identify any records which would explain this customer's observation. The architect ca125 package insert contains sufficient information that addresses this customer's issue, especially in regards to comparing results from two different methodologies. Analysis of existing data indicates that the product is performing as intended, and is meeting its safety, effectiveness, and label claims. No additional issues were identified during this investigation, and no additional investigation is required. This is a final report.

Manufacturer narrative:
Architect assay lot: 66058m100 expires: 21 may 2009. Architec i2000 analyzer. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.